Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient has refused to return the explanted device to advanced bionics. This is the final report.

Event description:
The company was informed that the patient reportedly experienced no benefit from the use of the cochlear device. The device was explanted and a reimplant surgery has not been scheduled.